Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 3, a failure occurred upon insertion. The implant did not achieve primary stability. Another implant was not successfully placed in the same site on this day. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 3, a failure occurred upon insertion. The implant did not achieve primary stability. Another implant was not successfully placed in the same site on this day. The product will be forwarded to the manufacturer for investigation. There were no reported complications.